Event description:
During the post-stenting pta treatment procedure, difficulty was encountered deflating the xxl balloon dilation catheter. Following treatment of the aortic stenosis the balloon could not be deflated. A 50 cc syringe was inserted into the catheter an the balloon was deflated using the syringe. The device was removed through the 8 fr introducer. No patient injuries or complications were reported.